Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a micorcentrifuge vial. Visual inspection found the lens haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -10.5/1.5/009 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a same length lens due to low vault. The exchange resolved the problem. The reporter stated the initial lens was implanted in vertical position and the replacement lens in horizontal position.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).